Event description:
It was reported that during a sigmoidectomy procedure, the locking cam could not lock properly. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4). (B)(4). Damaged locking cam. Evaluation summary. The analysis results of the h12lp found that it was received with the cam of the olive button misassembled; making the locking cam mechanism non-functional. A potential cause of the finding is that the cam was misassembled during the manufacturing process. As the obturator was not received and it is the part that has the batch stamped we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.